Manufacturer narrative:
(B)(4). Efforts to retrieve the product from the customer for investigation are in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial trial plate broke in half during total knee procedure. All portions retrieved. Efforts to gather additional information are underway, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10   h6-component code- suggested code: mechanical (g04) - provisional bottom performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged, has fractured on the lateral side of the post feature. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Root cause was determined to be due to user error as it was incorrectly used with excessive force. No corrective actions, preventive actions, or field actions resulted after investigation of this event.